Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned product revealed blood visible on the balloon and stent implant, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The tip was separated at the distal end of the distal seal, confirming the reported separation. The fracture face was stretched and jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner diameter of the guide wire lumen and the separated tip met manufacturing criteria. The guide wire used in the procedure was not returned; therefore, it is unknown how it may have contributed to the reported complaint. A new guide wire was back loaded through the stent delivery system (sds) proximal to the separation while the sds was straight and then coiled and there was no resistance noted. In this case, it is possible that the guide wire and sds were not properly supported during insertion of the guide wire, resulting in the tip kinking. The subsequent removal of the product likely caused the tip to stretch. However, the cause of the initial resistance while advancing onto the guide wire could not be determined. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but not limited to: device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Tip detachment can be affected by numerous factors including, but not limited to: manufacturing (processing and/or handling), handling during removal from packaging at the account, preparation/use of the catheter, or interaction with lesion/anatomy or accessory devices. To ensure this is not the result of a product deficiency, all sds are 100% visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and tip tensile force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficulty positioning the guide wire or tip detachment for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported difficulty positioning the guide wire could not be determined; however, the stretched and kinked tip appears to be related to the operational context of the procedure.

Event description:
It was reported that the tip of the promus otw stent delivery system (sds) separated while loading it onto the guide wire. Prior to insertion into the sheath the sds experienced resistance causing it to completely stop during loading. Upon withdrawal, the sds was noted as having a separated tip, which was successfully removed on the guide wire. No adverse patient effects were noted. No additional information was provided.